Manufacturer narrative:
Device is combination product. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that following a stenting treatment procedure, thrombosis occurred. In (B)(6) 2011, an unspecified ion stent was implanted in the proximal left anterior descending artery. A week later the patient returned to the cath lab for treatment of stent thrombosis. Days after that the patient again returned with thrombosis in the same stent. Additional information has been requested and is not available.